Event description:
The physician achieved closure of the left groin arteriotomy with the closer s 6fr, device after an arteriogram and angioplasty of the right superficial femoral artery in 2002. The pt was discharged from the hospital 2 days later. It was reported the pt was readmitted to the hospital 11 days later with the diagnosis of sepsis and left groin infection and hematoma. A blood and wound culture revealed methicillin resistant staphylococcus aureus. The pt was treated with unspecified antibiotics. Two days later the pt went to surgery for "debridement of the left groin abscess". The operative report indicated "a peri-vascular abscess at the puncture site of the left groin and at the perclose region of the femoral artery". In august 2002, the left lower extremity pulses were diminished and the pt was taken to surgery for "a left common femoral artery embolization and femoral artery bypass graft". The next day it was reported the pt expired due to "complications from surgery" and an autopsy was not performed.